Event description:
The patient had pain and the surgeon noticed radiolucency around stem component. At about 8 years and 10 months post primary the surgeon revised the stem, head and liner. The surgeon toke 15 minutes to remove the stem from the femur. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 27 september 2024 lot 152525: (B)(4) items manufactured and released on 14-sep-2015. Expiration date: 2020-08-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department. A revision surgery was performed about 8 years and 10 months after the primary implantation of a total hip arthroplasty (tha). The revision was prompted by pain and the presence of radiolucent lines around the stem. Pre-revision x-rays confirmed the radiolucency, particularly around the shoulder of the stem. This finding, along with the patient's reported pain, suggests possible stem loosening, although it was noted that stem removal was not so easy. Radiolucency lines and aseptic loosening are known adverse event documented in the literature for primary cementless hip arthroplasties, with its causes often remaining unclear. The exact reason for this failure could not be definitively determined.